Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was partially deployed and deformed at the distal end. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, the reported stent difficult to transfer was confirmed. It is likely that procedural factors contributed to the observed and analyzed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned subject stent revealed that the stent was partially deployed. There was no impact to the patient.